Event description:
It was reported that a cartridge alarm occurred during insulin delivery, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer drank water and delivered both a correction bolus via pump and administered a correction injection to address bg. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.